Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The third tooth from middle on my right side is still not fully straight. It got better with the last round of aligners but is still crooked. Dentist noticed. Also, the upper aligners have left gaps between my back three molars on my upper left side and they are causing periodontal diseases." On 9/5/24 update: cust reached out through isf in case (B)(4). "My upper aligner (not retainer) is broken. There is one tooth that is still not as straight as the one on the other side. There are also now gaps in between the last two teeth on my upper left side and they are causing food to get stuck, which has created periodontal disease." On 11-12-24, "I requested this documentation from my dentist, but have not received anything from them. I just sent an email to follow up, but am I able to just order an upper retainer instead?"

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.